Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump was intermittently shutting down, prompting review of device synchronization and battery logs, and the event was characterized as an unexpected shutdown associated with the device¿s computer software. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the reporter and patient and analysis of information provided by the user, including review of battery and device logs. Investigation of this case revealed a software-related problem consistent with an unexpected shutdown of the computer software component. It was concluded, based on previously established findings for similar reports, that the cause was traced to software coding.